Event description:
It was reported that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked display window corners, belt clip slot and scratched lcd window.